Manufacturer narrative:
Philips service replaced the ippc image hard disk and reinstalled the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an ippc image hard disk failure prevented image storage on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.